Manufacturer narrative:
Product event summary: analysis confirmed the reported event; loose screw from battery flex tape found in the device. It was noted the battery voltage was low. Analysis also found the battery contacts were contaminated.

Event description:
It was reported the lower display was no longer functional along with internal rattling. The external pulse generator was returned for service. There was no patient involvement.